Event description:
No additional information from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. Device evaluation found the r-unit is broken. The root cause cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an unstable color image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.